Event description:
The device was used during a laparoscopic cholecystectomy procedure. The instrument ejected clips prematurely. The surgeon retrieved all of the clips and completed the procedure without incident.

Manufacturer narrative:
1/29/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.